Event description:
In 2008, the patient reported she has been experiencing elevated blood glucose reading since yesterday morning. She stated she inserted a new insulin cartridge into her infusion device on two days earlier and awoke the next day at 7:30am with a blood glucose reading of over 400 mg/dl. She said she changed her infusion site, drank lots of water and "took lots of correction boluses" but 2 hours later her reading was still over 400 mg/dl. She bolused 5 mores units of insulin, ate lunch and at about 2pm her reading was 311 mg/dl. She stated she stayed in the 300's mg/dl for the rest of the day despite more boluses. At about 8:30pm, her reading had decreased to 180 mg/dl. This morning she awoke with a reading of 411 mg/dl at 7:30am which she treated by bolusing 5 units of insulin through her device and taking 15 units by syringe. She said she switched to her backup infusion device. During troubleshooting, the patient confirmed the time and basal rates on her device were accurate and that she has not received any alarms or alerts. She said there was an air bubble in the cartridge but she primed it out. The patient tested her blood glucose while on the call and it was 331 mg/dl. On follow up with the patient on the following month, she stated her blood glucose levels are back within her normal range of 114 mg/dl. Product was replaced and requested to be returned for evaluation.